Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 110,540 joules, 45 minutes, and 21 minutes of lasing "intermittent flashing of the fiber, like the on and off from coag" was observed. The fiber was exchanged and at 18,243 joules, 15 minutes, and 3 minutes of lasing "end firing through tip immediately after use" was observed. The case was completed using an alternative procedure "rollerball", and "minor hemostasis was required". The tips of the fibers were cleaned during the procedure. Patient outcome "good" reported. This report is for the first fiber.